Event description:
Clinical study. It was reported that 364 days after a carotid artery stenting procedure, the patient experienced restenosis. The lesion being treated was located in the proximal left internal carotid artery, with an 85% stenosis and was 10 mm long with a 6 mm reference vessel diameter. The physician treated the target lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 20%. A nih stroke scale was not performed prior to discharge. The patient was discharged the next day. Then 364 days after the index procedure, the patient was seen for a 12-month follow-up visit. A carotid duplex showed right: moderate 50-69% diameter reduction in the stented carotid bulb; significant >50% stenosis in the external carotid artery; moderate 50-69% stenosis seen in the external carotid artery. The vertebral artery appears occluded. Significant >50% stenosis in the subclavian artery. Left: moderate 50-69% diameter reduction in the stented proximal internal carotid artery with moderate plaque seen; external carotid and subclavian arteries are within normal limits and the vertebral artery is compensatory. Intracranial: mild <50% stenosis seen in the bilateral terminal internal carotid and left siphon arteries. No action was taken for this patient and the relationship to the devices and the study procedure are unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.